Manufacturer narrative:
E4. The initial reporter also notified the FDA on 28-oct-2025. Medwatch report # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 83 units, erroneous results for a comprehensive metabolic panel were seen in one (1) sample. The sample was redrawn and no adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 83 units, erroneous results for a comprehensive metabolic panel were seen in one (1) sample. The sample was redrawn and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: g.4. PMA / 510(k)#: k954592. Investigation summary: bd had not received samples or photos for investigation. A total of 94 retained samples were visually inspected, and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-potassium, calcium) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. This complaint has not been confirmed for the indicated failure mode erroneous results (potassium, calcium). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.